Event description:
During a tibial nail case, they could not attach the nail to the suprapatellar handle. Something seemed to be wrong with the handle as the connecting screw did not slide through the barrel or align on the nail. They had to use a parapatellar handle to finish the case because there was not another supra handle available at the time. No patient harmed due to the issue and a replacement sent. There was a twenty minute delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: supra handle won't attach to the nail.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d4 (lot, primary UDI number) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. Corrected: g1. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed that the tip of the handle, where it connects with the nail, is slightly deformed. It is reasonable to conclude that this defect could prevent it from properly assembling with the nail. No other issues were observed, therefore, the reported condition can be confirmed. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was unable to be performed due to post manufacturing damage and the matting device was not return. The overall complaint was confirmed as the observed condition of the insert-handle radioluc long would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 03.043.024, lot number: 730p981, manufacturing site: haegendorf, release to warehouse date: 01 june 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.